Event description:
The pt was implanted with a left ventricular assist device (lvad). The biomed reported that the system controller would intermittently alarm with a red heart or battery when manipulating the white lead. The system controller was exchanged and the pt remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the MFR for eval, and the reported event of the red heart alarm when manipulating the white power lead can be confirmed. The controller was able to be powered up and operated the pump on only the black power lead. Upon connection of the white power lead, the pump stopped. Further analysis of the controller revealed compromised inner wires in the white power lead that, if contacted to ground, can result in the red heart alarms and pump stop. A review of the device history records revealed no deviations from mfg or qa specifications. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/1001-c) was sent to customers. No further info is available at this time. The MFR is closing its file on this event.